Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the correct device was returned for investigation. Upon further inspection, it was noted that one fiber appeared broken 1mm or less from the distal end of the cladding, with the distal end of the fiber optic chipped. The second fiber wad 6mm of optics protruding from the cladding, with the distal end of the fiber optic chipped. The third fiber had 4-5mm protruding from the distal end of the cladding, with the distal end of the fiber optic chipped. The final fiber had approximately 2mm of fiber optic protruding from the cladding, with the distal end of the fiber optic chipped. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which notes a list of precautions that provide several different factors that can affect the life of a fiber. Those factors include, but are not limited to: extended lasing power, continuous lasing with the fiber tip in contact with tissue, and improper handling. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the user and unintended use error. Reportedly, all four fibers were received in damaged condition, indicating manipulation of the wires which may have contributed to the breakage. Also, the patterns of damage on the fibers are not observed for normal use of the fibers so it is believed that each of the fibers came in direct contact with the kidney stone causing physical damage. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on 14jun2019: the surgeon was not concerned about the broken fiber based on size and location. Further treatment is not expected. There was no injury to staff/user. Adequate stone blasting was achieved with the last fiber to complete the procedure. It is possible that damage to fiber occurred during manipulation of the fiber.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: or service line. PMA/510k #: k163197. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a right renal laser stone fragmentation using a cook® single-use holmium laser fiber, the glass tips of the fibers are cracking, following brief usage. The customer stated that it is not related to energy usage, it did not occur during firing. It is unknown how the procedure was completed after this difficulty. The patient did not experience any adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedures as a result of this occurrence. It is reported that a section of the device remained in the patient's body however. Clarification has been requested. Additional details regarding the patient and the event have been requested. At this time, no additional information has been provided.